Event description:
In 2008, pt underwent a successful stent graft repair of traumatic thoracic pseudoaneurysm using two tag stent grafts. Pt experienced chest pain post procedure. CT of chest revealed stent in place with brisk flow of contrast through stent. Cardiology consulted to determine etiology of chest pain to rule out angina or infarct. Two days later, the pt left the hospital ama during this work up. Later that day, he was admitted to a community hospital and was subsequently transferred to our hospital in respiratory distress. CT of the chest was suggestive of progressive collapse of the proximal end of the stent graft. The pt was returned to the cath lab for successful cannulization and restenting. Pt experienced progressive decline over the ensuing months including cva, respiratory failure, mi, leg ischemia, renal and liver failure and death.